Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on june 30, 2022.

Manufacturer narrative:
This report is submitted on september 7, 2021.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery.